Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer observed that the cursor on the display was active in the lower right quadrant of the touchscreen, continuously jiggling as if the area was being tapped. The cursor briefly responded to touch inputs but returned to the lower corner, which resulted in automatic logout upon login attempts. The station was powered down and the all in one display was reseated. After reboot, the touchscreen began operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen remained black even after a hard reboot, and the touchscreen cursor did not stay in the position where the user touched. However, there were no delays, adverse events or injuries reported based on this event.